Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the emergency room after receiving two appropriate shocks; real ventricular tachycardia appropriate function. Device was in backup vvi mode, when physician attempted to interrogate it. No adverse consequences to the patient. It was suspected that the reset was caused by merlin. Device was restored. Patient was stable.